Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer's blood glucose level was 561 mg/dl. Customer treated their blood glucose via bolus delivery. Troubleshooting for no delivery was performed. Customer advised the issue was resolved with a complete reservoir and infusion set change.